Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: to proof the penetrability of the valves we have carried out penetrability tests. These tests are carried out at a hydrostatic pressure of approximately 20-30 cmh2o in the direction of flow. Adjustment test: our adjustment tests are carried out with the standard progav 2.0 checkmate and measurement tool. The valve has to adjust from 0 to 20 cmh2o and down again in increments of 5 cmh2o. Braking force and brake function test: to measure the braking force, we tested the progav 2.0 valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Computer controlled test: the test is performed with a miethke computer controlled testing apparatus. The valve is tested by simulating a cerebrospinal fluid flow at rates between 60 ml/h down to 5 ml/h and up again to 60 ml/h with the valve in horizontal position (in acc. To iso 7197). Distilled water is used as the test-liquid. The opening pressure is expected to measure at the reference flow rate 11 ± 2cmh2o in the horizontal position. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves was detected during the visual inspection. Next, we tested the permeability of the valve. The test results indicate that the valve was difficult to penetrate or not at all. The valve seems to have a blockage. To test the suspected non-adjustability we tried to adjust the valve from 0 cmh2o to 20 cmh2o and down again in increments of 5 cmh2o. The valve was not adjustable, neither up nor down. Next, we tested the braking force and brake functionality. The results show that the brake function is fully operational. However, it was not possible to check the braking force, because it was not possible to adjust the valve. To test the suspected over-drainage, we would finally run a computer controlled simulated flow test. However, this requires the valve to be permeable. Against this background, that the valve was not or only very difficult permeable, we did not carry out a test bench measurement. In order to verify whether the valve is compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. Inside the progav 2.0 valve we have found visible build-up of substances (likely protein), which may have caused the non-adjustability and the suspected over-drainage in the past. As part of the optical inspection, deposits were already detected inside the pediatric burr hole reservoir. Based on our investigation, we confirm that the progav 2.0 valve is non-adjustable, likely due to build-up of protein deposits. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if applicable.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted on an unspecified date with the progav2 shunt. Postoperatively, the valve was not re-programming correctly. The valve was replaced with a different model on (B)(6) 2019. It was noted that the brake on the valve seemed to be stuck. The nurse practitioner had been having difficulty changing the settings and the settings were about 1 cm "off".